Event description:
The pt reported the entire drug infusion system was removed due to an allergic reaction to the medicine or the catheter, and the pt's right side was affected where nerves were pressed togther. Further info has been requested from the physician regarding the pt reported events and a follow up will be sent when new info becomes available.